Event description:
It was reported that during the implant procedure after the device was inserted in the pocket, the patient had loss of right ventricular capture and asystole was noted. The device was removed from the pocket and transcutaneous pacing was provided. The physician complained that the set screw took longer than normal to fully deploy and the lead seemed to dislodge. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a loose/detached set screw. The returned device indicated a damaged grommet. (B)(4).